Manufacturer narrative:
A specific root cause related to the specific power supply in this case could not be determined. Additional information was requested for investigation but was not provided. The customer stated the instrument worked after the power supply was changed. The customer's instrument is working per specification. A new type of power supply was introduced due to issues with the original power supply. Integra 400 plus instruments have been equipped with a new type of power supply since september 2010. This type of issue occurs sporadically but not systematically. There have been 58 cases from an installed base of over 4500 instruments (approximately 6 cases a year).

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained that the cobas integra 400 plus analyzer emitted smoke from the back. The smoke was emitted from the side where the power supply is located. No material or physical damages occurred. It was not necessary to evacuate the laboratory. The analyzer is not being used. There was no allegation that an adverse event occurred.